Event description:
During its use for operation, when the surgeon was using coag, he sensed more bleeding than usual. So, he quickly checked the pencil conditions and found that coag output discharged event when cut button was pushed down and cut output discharged even when coag button was pushed down.

Manufacturer narrative:
Preliminary eval confirms the reported event/malfunction. The returned device and the manufacturing processes (including quality checks) are currently being investigated thoroughly by conmed manufacturing engineers. More info has been requested from the distributor reporting this event. Info such as pt medical history, sex, and weight have also been requested. A follow up report will be submitted to the FDA once add'l info is obtained.